Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not turn on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval the battery connector (j1) on the defibrillator board was found to have damaged pins, preventing the monitor from powering up. The root cause of the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The pt received a replacement monitor.